Event description:
It was reported on 06/17/1999 that the physician experienced a dessection of the artery while using a 7f zuma jr4.0 guiding catheter. He was able to double stent the dissection without having to send the patient to surgery; patient is roported to be doing fine. The catheter from this incident was not retained by the facility.